Event description:
It was reported that the device was in use for infusion of remodulin. The reporter stated the device leaked during infusion at the filter. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Additional information provided h3, h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for analysis and has been evaluated. The returned device consisted of two items and were in new condition with their original un-opened packaging. Visual and functional testing were performed. The items were visually inspected at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were found. A functional test was performed. A leak test was conducted on the items using hydrostat vessel. No leaks were detected or other discrepancies. Prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. No actions were taken for the primary concern reported. No root cause has been determined since the reported event was not confirmed.